Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was unable to be confirmed as no images were provided for review. A specific cause for the obstruction could not conclusively be determined through this evaluation. Additionally, a direct correlation between the device and the reported heart failure symptoms could not be conclusively established. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issue reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, " introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the location of the seroma was near the graft-to-graft area between the heartmate ii and heartmate 3. The material that had seeped in from the graft anastomosis accumulated within the surrounding gore-tex sheet requiring the surgery. It was noted that this was the 2nd surgery the patient underwent. The first surgery was performed for a seroma within the vent relief. The first surgery is covered under MFR # 2916596-2023-05349.

Event description:
It was reported that the patient was admitted due to a seroma that formed around the outflow graft. Pressure was applied to the outflow graft and the patient experienced heart failure symptoms. Computed tomography (CT) was performed to confirm the stenosis and the event was determined to be external outflow graft obstruction (eogo) and not a thrombus. The CT image was not able to be provided. The event was not thought to be related with the device as it was not a unique complication of the heartmate 3. The patient was treated with a non-cardiac seroma removal surgery that resolved the eogo. The patient was discharged on (B)(6) 2023 and was back under normal outpatient care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.